Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: there was no activity related to the initial complaint observed in the black box or alarm history. The rewind, load cartridge, and prime steps were performed successfully with no alarms or unusual noises. The pump was exercised for 24 hours with no alarms occurring. The pump was opened and no damage was found to the motor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the motor was not properly rewinding the piston. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.